Event description:
It was reported by the case manager that the patient reported having chest pain, seizures and magnet was not working. Attempts were made to obtain further information from the patient and who the following neurologist, however no response has been received to date. Since current neurologist is unknown, no further attempts for information can be made. No additional relevant information has been received to date.